Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported out-of-range-low (0.25, expected range 0.5-4) levofloxacin results for pseudomonas aeruginosa atcc® 27853¿ in association with the vitek® 2 ast-n240 test kit. Biomérieux investigation was conducted. Investigational testing for the customer atcc® strain and internal atcc® strain included: vitek® 2 ast-n240 (customer lot): with each strain tested, obtained correct. Results for levofloxacin (mic =1mg/l). Vitek® 2 ast-n240 (random lot): with each strain tested, obtained correct results for levofloxacin (mic =1mg/l). The investigation did not duplicate the customer's discrepant results. Evaluation of the manufacturing batch records for the referenced lot indicated that the lot passed on initial qc. The investigation concluded the vitek® 2 ast-n240 test kit is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with vitek 2 ast-n240 test kit (reference 413205) involving a quality control sample (B)(4) pseudomonas aeruginosa. The customer reported that for levofloxacin, he only reached a value of 0.25 mic (expected range 0.5 - 4). He performed the test twice with two different systems and obtained the 0.25 result. The customer indicated testing the strain using disc diffusion for levofloxacin and the result was within quality control range. The customer reported the testing involved a quality control sample so there was no patient impact or adverse events. There is no indication or report from the hospital to biomerieux that the ceftriaxone qc failure led to any adverse event related to a patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.